Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The reporter contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that the pt's onetouch ultramini meter was reading inaccurately high. The pt reported blood glucose results of "420, 348, 259, 394, and 452 mg/dl" compared to the pt's feelings/normal readings. The reporter was unable/unwilling to report when the pt's alleged inaccuracy issue began. The pt reportedly went to the ER about 3 weeks to 1 month prior to the customer service call, was tested on the hospital's meter (unk result), and was treated with a "shot and a pill." According to the reporter, the pt did not develop any symptoms as a result of the alleged issue. Based on the description of the treatment, it is unclear if the treatment was for low or high blood glucose levels. The customer service rep (csr) attempted to walk the reporter through a control solution test but the reporter did not have any test strips. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly received medical intervention at the hosp after obtaining alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.